Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Multiple cables were observed to be pulled from the strain relief. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The ECG c and d cable was pulled from the strain relief, damaging the cable connector j704 on the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.